Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right venrticular lead exhibited high capture threshold and low pacing impedance. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.